Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Patient reported dislocation carrying a pot and then self-reduction. Subject ID: (B)(6).